Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found the dirt inside the light guide lens of the subject device. The subject device had been sent to olympus korea for repair of the leakage from the suction channel. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was confirmed that there was the dirt inside the light guide lens of the subject device which was like changing the color of lens. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However based on the report of olympus (B)(4), omsc presumed that the reported phenomenon might have occurred with following causes; -physical stress created a gap in the adhesive part of the light guide lens, and dirt got in. -moisture infiltrated into the device from the leak part corroded the internal parts of the light guide lens, and that product remained as dirt. If additional information becomes available, this report will be supplemented.